Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') in an adult female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no" and medical device monitoring error "essure and ablation performed concomitantly". The patient's medical history included hypertension and dysfunctional uterine bleeding. Concurrent conditions included body mass index normal. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), alopecia ("hair loss"), hot flush ("hormonal changes:hot flashes"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems") and abdominal pain lower ("lower stomach pain") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the endometritis, pelvic pain, dyspareunia, abdominal pain, menorrhagia, bladder disorder, alopecia, hot flush, migraine, headache, weight increased, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dyspareunia, endometritis, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2006. Plaintiff received treatment for bleeding: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical records-endometritis. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal haemorrhage . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-nov-2019: quality-safety evaluation of ptc . Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') in an adult female patient who had essure (ess205) (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no" and medical device monitoring error "essure and ablation performed concomitantly". The patient's medical history included hypertension and dysfunctional uterine bleeding. Concurrent conditions included body mass index normal. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), alopecia ("hair loss"), hot flush ("hormonal changes:hot flashes"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("female sexual dysfunction") and abdominal pain lower ("lower stomach pain") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the endometritis, pelvic pain, dyspareunia, abdominal pain, menorrhagia, bladder disorder, alopecia, hot flush, migraine, headache, weight increased, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dyspareunia, endometritis, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2006 and . (B)(6) 2006 plaintiff received treatment for bleeding: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical records-endometritis. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs & mr received. Lot number was added. Added event abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, lower stomach pain. Hormonal changes updated to hot flashes, added event from mr: endometritis. Date of insertion was updated. New reporter's was added. Patient's demographics was added. Concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.